Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation summary: monitor sn (B)(4) has not yet been recovered from the field. Belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing of the belt. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing of the electrode belt, the ECG acquisition and pulse delivery circuitry were verified. Device manufacture date: monitor: 06/05/2014; electrode belt: 01/18/2013. The investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock event was lack of response button use. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detections was svt exceeding the programmed rate threshold. The rapid rate satisfied the rate detector of the detection algorithm. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of 8 shocks while in a rehabilitation facility. Svt contributed to the false detections. The patient reportedly pressed the response buttons after the second shock and found the nurse as he was reportedly symptomatic. The nurse reportedly opened the garment, attached 12-lead-ECG electrodes and did not close the garment properly. Ems reportedly arrived accompanied by an emergency physician. The emergency physician reported that the patient was 'still having vts' and decided to use an external cardioversion. Review of the event indicates that the response buttons were pressed after the second shock (which was approximately 1 hour prior to the 3rd shock) and after the seventh shock (which was approximately 8 minutes prior to the eighth shock). The shock energy during treatment shocks 3-7 was only 5-6j over a measured 0ohm impedance. This corresponds to the nurse opening the garment. The shock energy during the eighth shock was 119j over a 411ohm impedance. This also corresponds to the reported intervention by the nurses, ems, and physicians. The timing of the cardioversion is unknown. The patient was taken to the hospital via ems where he received an ICD.